Event description:
It was reported that no sound from the speaker. The customer reported that it is unknown if the device is able to engage in pt monitoring. There are no known impact or consequences to the pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.